Event description:
Meter had missing segments. The pt was unable to test due to product issue and decided to visit physician's office for a blood glucose test. A result of 127 mg/dl was obtained on the physician's meter. No treatment was received. The pt neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting. The meter was replaced.